Manufacturer narrative:
H10: the device was not received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a revaclear 400, a particulate matter inside the cartridge was observed. There was no patient involvement associated with the reported event. No additional information is available.